Event description:
Under the advice of my cardiologist, I had a medtronic ICD implanted in my chest in 2009. It is model # d224drg and I'm told it is the newest of the new technology. It does have a flaw that I experienced when I returned to work two weeks later. I work 37 miles from home. It is an elevated roadway lined with super high-tension wires and cellular towers. My first day back to work, I noticed a tightening in my chest and I had difficulty breathing as I drove to work. When I got there, I called my cardiologist's office, and spoke with the pacer nurse. I told her that I had some sort of attack, and she asked me to come in about 3:30. I left work early, and both the pacer nurse and the medtronic rep, checked out my ICD. They could find nothing wrong and they chalked it up to me being nervous about returning to work. The next day, I had the same awful sensations around the same areas on the roadway that I had the day before. I made it to work, and I called the pacer nurse and told her about my experience. During my drive home, I felt sick and remembered that I felt sick going home, when I was going to see the pacer nurse. To see if the "being nervous about returning to work" theory was true, I drove to work, a day I do not work, to see if would get sick. I felt the same awful feelings and I shared my discovery with the pacer nurse the following day. She said she'd like to get a marker for my device and have me record what is going on when I'm sick, since she could not determine the problem during my office visits. It could be inappropriately pacing while I'm driving to work, but she had no proof. Unfortunately, facility had not had any training on this new device and did not have the ability to read the info captured by a router. She had been talking with medtronic, trying to get them to help out, but they seem to be "dragging their feet". Meanwhile, I had been suffering while I drove to and from work each day. I would start to breathe hard and cough until I'd choke, while driving on a four-lane expressway. Another nurse had talked to medtronic and they agreed to adapt an old device and over night it to my home. With this device, I was able to mark the ICD when I was having problems while driving on the expressway. The device arrived the same day, and I used it going to work the following day. Two days later, I returned to see the pacer nurse again. A lady rep from medtronics was there to help read the results since nobody had been trained on the new device. We found that the ICD was inappropriately pacing me while I drove to and from work. It would go off and pace me at about 120 beats a minute. No wonder I was feeling so horrible. At first both the medtronic's rep and the pacer nurse acted like they had no idea as to why this was happening. At this point my frustration level was very high, and through tears I asked if I would have to quit my job because of this awful thing in my chest. Finally, the pacer nurse noticed a setting on the new device (that she had no training on, yet it was implanted anyway) that was at medium-low. She asked the rep what it was, and she said it was a setting that would anticipate my need for pacing. The pacer nurse suggested they lower it, but it was a guess since she had no training and the rep agreed. They lowered it and I drove to work with very little sensation. I returned to the office three days later, and the pacer nurse turned the anticipate pacing setting off. In conclusion, I asked why would they implant a device a month before they would even be able to determine how to set it, or know how to fix it if there was a problem? I was told that as soon as a device gets FDA approval, they start to use it. It seems pretty arrogant of medtronic to assume a device will be so perfect, it will not require any tweaking, so they blindly put this new ICD in unknowing patients when they cannot effectively help them if there is a problem. The FDA should be aware of this "pacing inappropriately" problem from some outside stimulus. We never did determine why this device would only go off while I was driving. I know from first hand experience what a painful and unsafe task, it is keep your wits about you while driving at 55 miles an hour panting and coughing. I feel my experience should be documented with the FDA, should anyone else report having a similar problem. Currently, I am doing okay, but I am concerned about what effect 6 days of inappropriate pacing, twice a day may have had on my heart muscle. It is like buying a new car and returning to the dealership because it is running too fast and being told that the dealership will not be able to fix it for another month because they do not have the ability to do so. Wouldn't you want to know why they sold you that car if they could not fix it from the start? Wouldn't you feel they were very unprofessional? Would you be angry? My situation is the same only it involves something much more important than a car.. My heart. Implant date: 2009, model #: d224drg. Implant date: 2009, another co's device. Implant date: 2009, 5076-52.